Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intraperitoneal volume (iipv) situation which occurred on (B)(6) 2010 during drain cycle 5. The ultrafiltration volume was 119 ml (milliliters). The programmed fill volume was 200ml. This event meets overfill criteria. This is report 3 of 7. On (B)(6) 2010, product surveillance followed up with the nurse and provided the results of evaluation. The nurse stated that the device was used while the patient was in the hospital. This is not the patient's clinic and no additional information was obtained from the nurse.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was received and evaluated. A review of the device logs revealed an increased intraperitoneal volume (iipv). The assignable cause of the iipv was determined to be: insufficient drain - one or more cycles advance to next fill when slow / no flow occurred above the minimum drain volume threshold. A service history review was performed. No issues were identified that may have contributed to the iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).